Event description:
It was reported by a neurology clinic that a vns patient was hospitalized on (B)(6) 2013 possibly due to seizures. Good faith attempts are underway for further details about the reported event.

Event description:
Additional information was received that the patient had not been seen for a couple years by her neurologist. The office felt that the patient may have a new neurologist but did not have information on who. Follow-up was done with the physician¿s office that reported the issue to the manufacturer but she had not been with that office for several years. The office did have some information that the patient was seen (B)(6) 2013 and was later hospitalized for a prolonged time but the nurse did not known specifically which campus of the hospital.

Manufacturer narrative:
The initial reported inadvertently reported the incorrect aware date for the information. The date should have been (B)(4) 2013.

Event description:
It was reported that the patient's hospitalization in (B)(6) 2013 was due to seizures and was not related to vns therapy. The physician indicated that the patient's medical condition is medical intractable epilepsy which results in situation like this and is not related to vns therapy. The physician indicated that the patient is doing better now.